Event description:
Two gore tag thoracic endoprosthesis devices were implanted. A follow up angiogram confirmed the aneurysm was excluded. Chest x-ray post procedure indicated a possible endo leak. The second procedure, the surgeon implanted an additional tag device and the apparent leak was successfully resolved. The reason for the leak was not determined. Patient is doing well.